Event description:
The manufacturer received information alleging a trilogy evo ventilator failed testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. The device's error log was reviewed, and an internal battery failure error was identified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator failed testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. The device's error log was reviewed, and an internal battery failure error was identified. Further information received that the ventilator was evaluated by third party service center and the customer's complaint was confirmed. The internal battery was the cause of the device failure; it was validated with a golden battery. The device passed all test.